Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens was damaged during iol implantation necessitating lens explantation and exchange. Lens explantation and exchange were performed within the original surgery session without further incident. The device has not been returned to rayner. Post-operatively, the patient reports a visual impairment and a scratching eye pain. The patient medical history received states that the patient was diagnosed with primary open-angle glaucoma prior to undergoing cataract surgery and iol implantation. Post-operatively, a different healthcare facility discovered corneal decompensation had occurred and descemet folds had formed on the left eye. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Rayner ifus contraindicate "active ocular diseases (e.g. Chronic severe uveitis, proliferative diabetic retinopathy, chronic glaucoma not responsive to medication", "corneal decompensation" and "endothelial insufficiency". Additionally, "iol replacement or extraction" and "reduced vision" are listed in the "adverse events" section of the rayone IFU. Without the ability to examine the device and without clear event details being provided it is not possible to determine the root cause of the event.

Event description:
On 1st october 2025, rayner received notification of an event that occurred during use of a rayone aspheric rao600c at a healthcare facility in austria. The event description provided states that the lens was damaged during iol implantation necessitating lens explantation and exchange.